Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient provided additional information regarding the event reported in the initial submission. She reported that she swam with pump (B)(6) before the event. The patient alleged that at that time water entered the battery compartment causing the battery to corrode and leak battery acid. She denied that the battery was hot or warm to the touch. The patient stated that when she opened the battery compartment several days later a yellowish-brown liquid spilled on her leg and caused a burn. She stated that (B)(6) after the event she was seen in the office of her health care professional. The patient said that she was placed on oral antibiotics and completed the treatment; she does not recall the name of the medication or the dose. She alleged that a visible, raised scar lingers on her right upper leg. The size of the scar is about 1.5" x 0.5". She alleged that the burn healed in about (B)(6) and that it was about (B)(6) before she was able to fully perform her occupation as a swim instructor. The patient admitted that she did not report the event to animas at the time of incident.

Manufacturer narrative:
According to company records, the pump was received on (B)(6) 2010 as a trade in for a newer model pump. The patient reported her complaint on (B)(6) 2011, about (B)(6) after the pump was received. Because the pump was received without any reported complaint, no investigation was completed. The pump is no longer available for evaluation. Based solely on the patient allegation, it was determined that the pump experienced a battery compartment leak with moisture ingress. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusion can be made at this time.

Event description:
The reporter reported that on an unspecified date, the patient noted the pump battery compartment had water in it; the battery "expanded" and leaked. The patient claimed the battery acid leaked onto her leg causing a painful burn and a visible scar. The patient did not report seeking any medical attention.